Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down during patient infusion of epinephrine. The reporter indicated the patient was transferred to the operating room for cannulation of extracorporeal membrane oxygenation (ECMO). When the patient arrived in the operating room, the pump alarmed 'pump failure - improper shutdown' and the pump stopped working, and cleared its data. There was epinephrine running at a rate of 0.17mcg/kg/min and the patient was dependent on this drug. They were able to promptly switch the pump over and reprogram. In the meantime, phenyl pushes were given to the patient. No additional information is available.